Event description:
Distributor reported that device was in use with pt to infuse parenteral nutrition. When the infusion rate was reduced to 100 ml/hr the infusion pump gave an occlusion alarm. According to report, the device was then attached to spare infusion pump but alarm occurred again. Pt was brought into hospital care to complete parenteral nutrition infusion. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and revaluated, the MFR will file a f/u report detailing the results of the eval.